Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had received failed battery alarm and was damaged. The customer¿s blood glucose level was unknown. The customer states the she was changing her battery and the cap on the pump. Troubleshooting was performed for failed battery and damage and noticed pump just failed and cracked near battery compartment. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with all operating currents within specification and passed self-test, unexpected restart error test. No unexpected low battery, weak battery or failed battery test alarms were noted during testing. However, unit was unable to perform displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, broken battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, cracked case at reservoir tube window corners, stained address/serial number label and missing end cap sticker.